Manufacturer narrative:
Device evaluation: one device was returned. A visual inspection found the dso seal was swollen, battery door was damaged and battery compartment was cracked. A review of the event history log found a high alarm displayed: downstream occlusion. During the functional testing, the device failed the dso trip point test as it can't be performed as device shows alarm message immediately after cassette was attached. The cause of the issue was found to be the defective dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that downstream occlusion keeps coming up on pump screen. The product fault occurred during self-test and no patient involvement.